Event description:
It was reported that the device did not stay without alarming more than a day. Troubleshooting steps were performed but the issue was not solved. The nurse confirmed the patient still feels suctioning motion while alarm for full blockage is being displayed but sometimes turned off the device and changed from wet to dry dressing. No further information available.